Event description:
A 6f angio-seal vip was selected for use. Three hours following successful deployment of the device, the pt presented with arterial thrombosis. The pt underwent a procedure to dilate the superficial femoral artery. Another procedure was needed to remove the angio-seal device and place a bypass. The pt is doing well.